Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 476 mg/dl at time of event. Customer went to the emergency room. Customer was given saline to take home and was released from the emergency room the same day. Upon leaving the ER, customer's blood glucose was 295 mg/dl and in stable condition.